Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information from third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, and visible foam particles and dust particles were observed. The device was scrapped.

Manufacturer narrative:
The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, dust particles were found in contamination findings. Correction to this report, after further investigation of this report, it is determined that with this investigation the report is not reportable at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.